Event description:
The customer stated that the insulin pump alarmed no delivery due to an empty reservoir. However, the reservoir volume shows that there are 63 units left. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal.